Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comments that the device would not always power up and that at other times it would stop working and no longer respond to the stylus and the screens become unresponsive and that it occasionally booted to error codes. Analysis did note however that there were lots of link electronic module (lem) errors in the logs and that the unit failed multiple errors in its vxi functional testing. Analysis further noted that the nylon spacer between the microprocessing unit and the lem was in good shape and that no faults were found with the stylus. Extensive corrosion was found on cases and the printed circuit boards and therefore the device was to be replaced and scrapped.

Event description:
It was reported that the programmer would not always power up. It was noted that at times the programmer works fine, and at other times it will stop working during a device check, and will no longer respond to the stylus. When the programmer is unresponsive, the screens will not change and the device check can not be completed. The programmer will also boot to error codes on occasion. The programmer has been returned to service. No patient complications have been reported as a result of this event.